Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 50 (mg/dl). The customer was uncertain of the suspected cause. The customer consumed a banana to address bgs.